Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During the case the gray plastic piece of the tka power fell off.

Manufacturer narrative:
Reported event: it was reported that the handle fell off from the mics. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Nc 1694916 has been initiated in regards to missing product. Product history review: review of device history records indicate (B)(4) were manufactured under lot k09v4 for fai. All (B)(4) including 4202424 were rejected on 07/12/2017. A review of (B)(4) revealed that the issue was related to documentation on the c of c for all parts and that one of the parts was missing serial number handpiece data, this is not related to the failure alleged in this complaint. Complaint history review: a review of complaints related to p/n 209063, l/ n k09v4 shows 0 additional complaint(s) related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc 1429704 and CAPA 1452931. H3 other text : device not returned.

Event description:
During the case the gray plastic piece of the tka power fell off.